Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received missing the end cap sticker and had a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Event description:
The customer reported via phone call that they received a button error alarm that could be cleared. Customer stated the act and escape was not functional to clear the alarm. The customer's blood glucose was 112 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.